Event description:
--

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did inhibit pacing as a result of noise oversensing, resulting in a 2.14 second period of asystole. The physician chose to change the device sensitivity. The noise could not be reproduced with isometrics or pocket manipulation. There were no reported adverse patient effects. At a later time, the physician elected to do a revision procedure to investigate for issues related to intermittent high impedance and the noise oversensing issue that was still present. It was noted that one setscrew was slightly loose, when the physician checked all the setscrews. However, the boston scientific crm technical services consultant indicated a setscrew issue would appear earlier, and suspected there may be the beginning of a lead fracture issue or possibly diaphragmatic oversensing that could be occurring. The physician agreed there could be diaphragmatic oversensing. The physician planned to electively replace this rv rate/sense at the time of the revision. There were no reported adverse patient effects associated with this surgical intervention.

Manufacturer narrative:
Most recently, boston scientific post market quality assurance laboratory analysis confirmed that the returned lead portions were electrically continuous. Analysis also confirmed that the entire frontal seal ring on is-1 terminal connector was missing from the underlying peek material, and had not been returned. When seal rings are not fully adhered to the underlying peek material, the cause is considered to be from inadequate bond strength during manufacturing. If new information becomes available, this investigation will be reopened. Until such time, this investigation is considered closed.

Manufacturer narrative:
To date, information suggests that after the electrical re-programming there had been no other issue. If no information becomes available, this report will be further evaluated and updated. Further troubleshooting was subsequently done, in which the noise issue could be recreated with patient movement. Loss of capture was noted. A surgical intervention was then done, during which the rv pace/sense testing was found to be within normal limits. Upon putting the ICD back in the pocket after reconnecting the rv pace/sense, there was still noise present. The physician determined to use a new ICD to see if the device header were the reason for the noise. There was still noise after defibrillation threshold (dft) testing. The physician determined that the defibrillation lead was the source of noise. A new rv lead couldn't be put in on the left due to complete occlusion there. The entire device system was replaced. This rv lead has since been returned to the boston scientific post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Investigation remains open at this time.